Event description:
Reporter stated that customer received the following results on 3 different meters within 8 minutes: 7.0 mmol/l (aviva expert system) 6.3 mmol/l (mobile system 1) and 19.4 mmol/l (mobile system 2) no actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).